Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The same day as event onset, the patient was hospitalized due to the clinic not able to provide an alternative medication to vancomycin in an outpatient setting and the patient required inpatient intravenous antibiotic treatment. On an unknown date during hospitalization the patient was treated with intravenous cefazolin (2 gram daily). Six days after event onset, the treatment was changed to intraperitoneal cefazolin (2 gram daily). Dianeal therapy was ongoing. The patient was discharged five days after hospital admission. At the time of this report the patient was recovering from the peritonitis and antibiotic therapy was ongoing. Twelve days after event onset, the patient was retrained on the proper aseptic technique. No additional information is available.